Event description:
It was reported that pump experienced malfunction code 16 without any notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received assistance with resetting pump using provided instructions, and confirmed that malfunction did not recur after reset; customer was advised to continue using pump and to call back if malfunction code appeared again.